Manufacturer narrative:
The reported event of pressure measurement issue was not able to be confirmed. Dpt zeroed and sensed applied pressure on pressure monitor. Electrical testing showed that both input impedance and output impedance were within specifications. Specifications were 1200 ohms to 3400 ohms for input impedance and 285 ohms to 315 ohms for output impedance. Zero offset also met specification. However, leakage was detected from bond connection between zero stopcock and dpt housing. A gap was observed between the bond joint and leakage occurred across the bond area. No other visible defect or damage was observed from the returned kit. Further evaluation regarding related quality issues is under investigation. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Previous manufactured and expiration dates reported was from a third party device history record review. The device history record review was completed by a third party to check the third party assembly process. An additional device history record review was completed for the edwards component and documented that the device met all specifications upon distribution. Edwards component was manufactured on 12aug2021 and expires on 06jul2026. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the values of arterial blood pressure were lower than expected on the first day of use of a pressure monitoring device. The mean arterial pressure value shown on the monitor was between 30mmhg and 40mmhg, while the expected values were around 80mmhg. The values and the waveform matched. The dpt could zero before use. The data log was not provided. Exchanging the dpt, and keeping the pressure tubing and component on the distal end resolved the issue. The manufacturer of the patient monitor was philips. Information such as if there were any treatments or troubleshooting based on the incorrect values, error messages observed, or if there were occlusion, leakage, or kink are unknown. Patient demographic information requested but unavailable. There were no patient complications reported.